Manufacturer narrative:
Product complaint # (B)(4). Additional information: d9. Date device returned to manufacturer, d 9. Is device returned to manufacturer?, h 6. Component code, h 6. Type of investigation, h 6. Investigation findings, h 6. Investigation conclusions investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that one empty open overwrap packaging, a labeled winding former with two detached needles and one suture that pertaining to product code 8978, lot per871 were received. This product code is double armed. During the visual inspection of sample, the swage and attachment area of needles were noted to be as expected. The barrel hole was examined under 20x magnification for suture remnant, and none was observed. The suture ends were examined and there isn¿t sufficient impression at the insertion area, resulting in a light swage. Based on the information currently available, light swage issue was identified as pull out during the investigation of the sample received. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: d 9. Device available for evaluation?, h 3. Device evaluated by manufacturer?

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Event related to mw # 2210968-2022-09207. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2022 and suture was used. The needle detached from the suture and did not allow the knotting for closure during the anatomic suture. No adverse patient consequences were reported. Additional information was requested